Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented during a follow-up in clinic. Upon review of electrograms(egms), the patient's pacemaker exhibited atrial undersensing. Programming changes were discussed but not made.